Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 a patient suddenly became short of breath with o2 sat of 74%. It was noted that the IV fluid bag that had been running with a pressure bag was empty and "full of air, throughout the entire line". The customer contact reported all lines were primed and air was removed from fluid bag before use. The customer reported due to the event a rapid response was called and the patient stabilized in 10 minutes. The sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Air emboli.